Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure using a dual surgeon side console (ssc) setup, ssc1had no display on the left ssc high resolution stereo viewer (hrsv) eye. The customer received phone assistance from an intuitive surgical, inc. (Isi) technical support engineer (tse). The tse reviewed the system logs and found error code 121 for the left hrsv confirming the issue. Troubleshooting was performed through a hard system power cycle; however, the issue persisted. The customer continued the procedure using ssc2. No further issue reported. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse confirmed the defective hrsv on ssc1 and replaced it to resolve the reported issue. After replacement, image was restored, and the da vinci system was tested and verified ready for use. Isi received the replaced hrsv for failure analysis. The component was installed into a test system and reproduced the customer reported issue upon start up. The hrsv was completely down and failed to show any vision to the user's left eye.